Event description:
The customer reported they were getting comm loss on all beds associated with one multiple patient receiver (org).

Manufacturer narrative:
Details of complaint: the customer reported they were getting comm loss on all beds associated with this multiple patient receiver (org). The customer also reported that this org was displaying a "blink code" error after nk performed on-site software upgrades. The customer sent this unit in for repair. No patient harm was reported. Service requested / performed: exchange: the device was sent in for an exchange, but no evaluation was performed as the problem was already known to be caused by a software issue. Investigation summary: the customer reported that the issue was comm loss that occurred after nk personnel upgraded the software on the customer's orgs. Effected org-9110a's have serial numbers (B)(6). Version 04-51 for the org had a known software issue that cause communication loss when the org received a string greater than 205 characters. Version 04-61 resolved this issue. The issue was resolved with a new software release.

Manufacturer narrative:
The biomedical engineer reported that 8 telemetry transmitters were going into communication loss with the central nurse's station (cns). There was an error light that was blinking on one of the multiple patient receivers (org) that is used in conjunction with the telemetry transmitters. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following 8 telemetry transmitters were used in conjunction with the org but was only provided the model number of the devices: telemetry transmitters: models: zm-531pa, sns: ni.

Event description:
The biomedical engineer reported that 8 telemetry transmitters were going into communication loss with the central nurse's station (cns). There was an error light that was blinking on one of the multiple patient receivers (org) that is used in conjunction with the telemetry transmitters. No patient harm reported.